Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the bands could not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed the bands in the ligator head overlapped and moved from their position, which suggests that a malfunction of the device could have occurred. Additionally, the photo showed that the device had one broken band. No other problems with the device were noted from the photo. The reported event of bands unable to deploy was confirmed. Upon media analysis, it was observed that the bands were overlapped and moved from their position, and a broken band, which suggests inability of the device to deploy the bands. Most likely the problem could be related to the possibility that during the procedure the knots that hold the sutures of the bands in the ligating unit untangled from it or one of the teeth in the ligating unit suffered a damage, affecting the sutures, causing the bands not to deploy properly because the bands passed under the other rubber bands. Since the device was not returned for analysis, a deep inspection of the device could not be performed to determine the most possible root cause of the problem. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the bands could not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.